Event description:
It was reported that the procedure was to treat a greater than 70% stenosed vessel in the proximal superficial femoral artery (sfa). The vessel diameter was roughly 5-6mm in diameter and was prepared using a balloon at nominal pressures. Atherectomy was not used. The collagen plug was deployed for a non-abbott closure device and was causing blockage. The 5.5x40mm supera self expanding stent system (sess) was attempted to be deployed to treat the blockage; however, after a third to halfway of the stent was deployed the physician decided he didn't like how the non-abbott closure device was deforming the supera stent and decided it was not suitable after taking additional pictures. The physician removed the partially deployed supera stent under fluoroscopy with no issues and replaced with a covered stent that completed the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties were likely due to circumstances of the procedure. Based on the information provided, the non-abbott closure device was interacting with the supera stent causing the stent to deform. Reportedly, it was decided that the supera stent was not suitable after taking additional pictures. The physician removed the partially deployed supera stent under fluoroscopy with no issues and replaced with a covered stent that completed the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9/h3 device return status.